Manufacturer narrative:
Analysis of the returned showed a longitudinal tear on the balloon working length. The tear extended from the proximal balloon to the distal balloon cone. The balloon material was jagged and uneven along the length of the tear site. The balloon material was slightly raised at the most proximal and distal ends of the tear site. A lead in scratch was visible proximal to the proximal end of the tear site. The inner shaft was kinked both proximal and distal to the proximal inner shaft marker. (B)(4)

Event description:
It was reported that the physician was attempting to use a sprinter legend balloon to pre-dilate a mildly calcified and non-tortuous proximal diagonal branch lesion exhibiting 85% stenosis. The device was inspected with no issues noted. Negative prep was performed successfully. It was reported that the device did not pass through a previously deployed stent. No resistance was encountered during delivery and no excessive force was used. During the first inflation to 16atm it was reported that a balloon burst occurred. Device was not moved or repositioned prior to the burst. Procedure was completed with a new sprinter legend. No patient injury reported.